Event description:
A customer contacted physio control to report that their device would not complete its initial boot-up cycle. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue was isolated to the system pcb assembly. The device could however not be repaired, and was returned to the customer without repair. The customer was informed not to use the device.

Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would not complete its initial boot-up cycle. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.